Manufacturer narrative:
New information provided indicated the patient weight of (B)(6). Device evaluation: one sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed; air was applied to the cuff and it was observed the cuff deflated. Visual inspection observed the blue cover of the pilot balloon presents a small cut. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that while exchanging the cannula, a leak was found. The customer indicated that medical intervention was not required due to the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that it was found that the cuff was leaking. The customer reported that medical intervention was not required associated to this event.